Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) presented a cylinder rupture; therefore, a revision surgery was performed to remove cylinders and pump and implant a new ipp. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) presented a cylinder rupture; therefore, a revision surgery was performed to remove cylinders and pump and implant a new ipp. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. Both cylinders were microscopically inspected and tested for leaks. Wear was observed at the folds in the proximal, middle, and distal ends of each cylinder, but no leaks were identified. The pump was microscopically inspected, and leakage tested. Bodily fluid contamination was observed within the component during microscopic evaluation; therefore, it was not functionally tested. No leaks were identified in the pump. Based on the information available and analysis results, the reported clinical observations could not be confirmed. Concomitant product UDI for reservoir is (B)(4).